Event description:
The following has been reported: email 3 april - biomedical technician reported: an issue occurs almost every time the battery is changed (regardless of the version: with or without an update, before or after preventive maintenance). We have been investigating the cause of this malfunction since last week. It has occurred with both batteries from our stock and the latest batteries received. The screen shows one battery bar, even after several days of charging. Furthermore, in the battery menu, no battery life data is available, as if the battery were no longer communicating with the device. This issue has occurred on all types of agilia devices, vp or sp, with different update versions and in various contexts, but it is systematic following a battery change. Email 13 april - fresenius technical support reported: occasionally, the agilia connect device fails to recognise that new batteries are being charged. To resolve this issue, you need to perform a battery life test: charge the device for 8 hours (with the device switched off) maintenance menu, test 13, allowing the battery to discharge. This will enable the device to recognise the battery charge. Email on june 4 - biomedical technician reported: a third agilia sp mc electric syringe pump running version 4.3. Biomed replaced the battery and left the syringe pump to charge fully + performed a factory upgrade to 4.3 -> battery indicator shows over 14 hours 30 minutes. Biomed connected the electric syringe pump to the computer and carry out preventive maintenance -> device compliant. Biomed restarted the electric syringe pump and check the battery level again in the menu: nothing is displayed, regardless of whether the electric syringe pump is connected to the main power supply or not. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.